Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited noise. No intervention was performed. The asymptomatic patient would continue to be monitored.